Event description:
It was reported that during a da vinci hysterectomy procedure, a cable on the endowrist one vessel sealer instrument broke while installed on patient side manipulator (psm) arm 1. No fragments from the instrument were reported to have fallen into the patient. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques in part due to the instrument malfunction and the patient had large fibroids. No patient harm or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's snake wrist cables were broken. A visual inspection showed that the blade was properly housed in the blade garage. There was no conductor wire damage or snake wrist damage found. The snake wrist cables were broken at the distal end of the instrument and frayed strands were sticking out at the wrist. There was no significant biodebris at the tip of the instrument. The instrument's cut and seal functions passed; but the movement was not precise due to the broken snake wrist cables. No other damage was found. Intuitive surgical, inc. (Isi) reviewed the site's system logs and found that the endowrist one vessel sealer instrument was in use for 9 minutes and 35 seconds. The logs also showed that the instrument had 14 complete cuts and 3 failed cuts were made before the instrument was no longer in use. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert to open surgical techniques due to a malfunction of the endowrist one vessel sealer instrument. MFR report number 2955842-2014-02557 was also submitted regarding this incident.